Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reported no backup currently available but will reach out to healthcare provider for assistance. The customer's blood glucose level was 154-155 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned